Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned four syringes with 0.3ml graduation marks. When attempted, water could not be drawn into one of the four syringes. This syringe was inspected under a microscope and no defects were immediately visible. A wire was threaded into the distal tip of the cannula. The wire reached several millimeters into the length of the cannula before stopping. The wire could not be used to dislodge the obstruction. The obstruction is likely adhesive based on its location and durability. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photos received, bd was unable to duplicate or confirm the customer¿s indicated failure of the syringe not drawing in one of the four returned syringes. Root cause cannot be determined for this complaint. H3 other text: see h10.

Event description:
It was reported that insulin was unable to be drawn with 10 relion¿ insulin syringe. The following information was provided by the initial reporter: it was reported that 10 syringes could not draw up insulin.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin was unable to be drawn with 10 relion¿ insulin syringe. The following information was provided by the initial reporter: it was reported that 10 syringes could not draw up insulin.